Manufacturer narrative:
Product ID 977a2, serial# unknown; product type lead. (B)(4). Analysis results were not available at the time of this report. A supplemental report will be sent when analysis is complete.

Manufacturer narrative:
Analysis of implantable neurostimulator model 97702 sn: (B)(4) found no anomalies.

Event description:
It was reported that high impedances over 10,000 ohms were measured during the implant procedure for the implantable neurostimulator (ins). During the trial using an external neurostimulator (ens), all impedances were normal. When the lead was connected to the ins at implant, impedances were high and the electrodes which were high changed with each measurement. When the lead was tested with the ens again, impedances were normal. The ins was not implanted. A new ins was used and had normal impedances. The patient was doing well and receiving effective therapy. There were no patient symptoms or complications associated with the event and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.